Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported unid rod. Pre-op diagnosis of patient psf 2 levels above existing construct. It was reported that, left rod went in fine, right rod broke after surgeon used in situ benders. There was no fragment of broken rod left inside patient body. The levels planned for implantation were t2-pelvis. The surgeon bent the rod in situ which is actually against IFU labeling so they did not use the rods according to IFU labeling. There was no manufacturing issue associated with reported unid rod. There were no patient symptoms reported, no additional treatment or complications reported. No further complications reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.